Manufacturer narrative:
Submit date: 11/29/2016. A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Since no sample was returned for examination, it was not possible to evaluate it as part of a comprehensive failure investigation. If the sample is returned in the future, this complaint will be re-opened for further investigation. Based on the available information, the probable root cause can be due to over bending, excessive force or improper use of sharp objects, machine malfunction, inspection failed or not performed or defective material. No trends or triggers have been found, therefore, a corrective or preventive action is not deemed necessary at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. No trends or triggers have been found, therefore, a corrective or preventive action is not deemed necessary at this time.

Manufacturer narrative:
Submit date: 09/02/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The complainant reported that leakage of peritoneal dialysis solution through the exit site of the catheter for peritoneal dialysis in the abdominal skin was observed on (B)(6) 2016. After defect was noticed, steps for rehabilitation were taken. Patient recovered without consequences. There was no reported injury or hazard to the patient.